Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a whitescreen hw watchdog error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with a whitescreen hw watchdog error. The white screen error was observed during device power up. The probable cause was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.